Event description:
Consumer called to report using plink for one week and comparing their readings against their old meter. Analysis run on clark error grid using competitive reading (57) as ref. Point vs. Bd reading (93) yield data points in the d range of the grid, outside acceptable limits.